Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The uploaded history files of the pump stated in the complaint were analyzed. On the (B)(6) 2025 a vtbi therapy was configurated. A volume of 300ml and a flow rate of 140ml/h were set. The therapy was started at 12:51pm. At 02:54pm the vtbi pre end alarm occurred. The alarm was confirmed and the therapy was stopped at 02:57pm. The door was opened at 03:03pm. During infusion no technical malfunction occurred and according to the device history no under infusion could be identified. The defect was assessed as not confirmed. Note: this reported is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number: (B)(4). Premarket submission # k083689, k142596, k191910.

Event description:
According to the event description: "treatment was started on (B)(6) 2025 at 12:45. It intended to infuse for about 2 hours. The infusion pump alarmed and showed that the therapy is ending in 2 minutes. However, it was noticed that the infusion bag had a balance of about 100ml. It was also noted that the infusion was still counting time on time and volume was still decreasing from the bag."